Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to loss of ventricular capture. Another rv lead was successfully implanted it it's place. To date, there have been no adverse pt effects reported. The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.